Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. While performing troubleshooting with the device, it was discovered that when the external modem was not plugged in to the unit that it powered on as expected; however, when the external modem was plugged in to the unit, it would not power on, or lose power unexpectedly. The customer then obtained a different external modem from their inventory and plugged it in. No power related discrepancies were observed. Physio recommended that the customer remove the external modem from service. Physio advised that the external modem should either be repaired or replaced. Physio later confirmed that the customer had removed the external modem from service and successfully used their device without any further power related discrepancies. The device has not been returned to physio-control for evaluation. Based on the information available, it is reasonable to conclude that the cause of the reported issue was the external modem.

Event description:
The customer contacted physio-control to report that their device powers off by itself. The customer advised that there was no patient use associated with the reported event.